Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A clinical representative (cr) assisted a surgeon with a dry run (simulated surgery) on (B)(6) 2021 using (B)(4). Around 12:45am eastern time, the cr attempted to connect to the controller by selecting contactless registration during the demonstration. The software was unable to connect to the controller, and the software had to be restarted. The cr shut down the robot, and signed into the maintenance side of the robot. The cr remembered a previous troubleshooting method where the option 'display output to screen' was changed from unchecked to checked in the rtx server console. After this was changed, the robot was restarted, and when trying to connect to the controller again, it worked correctly. After the dry run was over, the cr unchecked the option again and restarted the robot, and the issue occurred again where it could not connect to the controller. The cr then checked the option again, and restarted the robot, and after turning back on, it was able to connect to the controller again. There was no patient since this was a simulated case. Total delay for the restart and troubleshooting was around 10 minutes.

Event description:
A clinical representative (cr) assisted a surgeon with a dry run (simulated surgery) on (B)(6) 2021 using bs20080. Around 12:45am eastern time, the cr attempted to connect to the controller by selecting contactless registration during the demonstration. The software was unable to connect to the controller, and the software had to be restarted. The cr shut down the robot, and signed into the maintenance side of the robot. The cr remembered a previous troubleshooting method where the option 'display output to screen' was changed from unchecked to checked in the rtx server console. After this was changed, the robot was restarted, and when trying to connect to the controller again, it worked correctly. After the dry run was over, the cr unchecked the option again and restarted the robot, and the issue occurred again where it could not connect to the controller. The cr then checked the option again, and restarted the robot, and after turning back on, it was able to connect to the controller again. There was no patient since this was a simulated case. Total delay for the restart and troubleshooting was around 10 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the arm connection failed due to a memory allocation issue that prevents its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. This software anomaly will be addressed through our design issues management process.